Event description:
It was reported that this left ventricular (lv) lead was exhibiting pacing impedance high out of range and continues to rise. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting pacing impedance high out of range and continues to rise. The lead remains in service. No additional adverse patient effects were reported.